Event description:
Patient tested on suspect analyzer and po2 result 152.6 mmhg, o2 saturation 90% and deoxyhb result 9.9%. 6 hours later tested on suspect analyzer again and po2 result 170.8 mmhg, o2 saturation 97.4% and deoxyhb result 2.6%. Physician was questioning relationship between po2 and so2 results. Account did not indicate any treatment had been given to patient based off of results.